Manufacturer narrative:
(B)(4). Batch #t5ez5u. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with two gst60d cartridge reloads present. The cartridge (b) was received unfired. The cartridge (c) was received unfired. With seven double drivers missing, and one double driver out of position, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from left proximal side. The device was tested for functionality in the straight position with a return cartridge reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after opening the packaging, the retaining cap was unwrapped. Changed to another gst60d and could not fire. Changed to a third device to complete surgery. There was no patient consequence reported. No additional information can be provided.